Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off events during use on date 18-june-2024. The infusion sets were in use for 2-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5.